Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe's actuation failed during a procedure and the condition of the aspiration was unknown. The procedure was performed and completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The sample was visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. The manufacturer internal reference number is: (B)(4).